Manufacturer narrative:
The field service rep (fsr) removed the broken latch and returned it to the MFR for eval. After the fsr install a new latch, the unit operated to MFR's specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be field accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch broke off the ultrasonic air sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.